Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. It was reported that the patient experienced a life threatening serious injury that resulted from use of the device. Treatment included intensive care treatment, extended hospitalization, and subsequent surgeries to correct the injuries.